Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold and pacing impedance measurements. Boston scientific technical services (ts) reviewed the information and was not able to conclude a lead issue. Ts believed that the change in impedance measurements was due to the lead tip calcification process. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.